Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: white particles material was found on the gel and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening in the shell with sharp edge with nicks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nicks due to surgical impact opening.

Event description:
Physician reported left side rupture. The device has been explanted.